Manufacturer narrative:
(B)(4)

Event description:
It was reported the device was being used in the intensive care unit. "The ez-io driver does not seem to be functioning properly. When the trigger is pulled, it initially is green and then turns red". F/u info indicated the red light was flashing and the driver works when you depress the trigger. As a result, they are borrowing another driver from their emergency dept. There was a delay in medication delivery during a code. When the driver did not work a central line was successfully placed. There was no patient death or complications reported.